Event description:
It was reported there was loss of capture. All device measurements were stable and normal. After the device was in the pocket loss of pacing was noted. The lead was taken out of the generator, tested several times through the analyzer and all measurements were once again stable. The generator was hooked back up to the lead and put in the pocket and noted loss of pacing because of noise with pocket stimulation. The patient had been complaining of syncopal spells for months. The doctor thought that possibly the lead had intermittent capture and that was also causing the syncopal spells that the patient had been complaining about. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.